Event description:
It was reported "on (B)(6) 2024, the doctor found the dilator tip split and swg kinked during use on the patient." There was no harm for the patient. The user changed to a new set. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00967.

Manufacturer narrative:
(B)(4). The customer returned one dilator. Signs of use in the form of biological material was observed inside the dilator hub. Visual analysis of the dilator revealed widening at the distal tip. Microscopic examination revealed stress marks. The appearance of the widening is consistent with damage resulting from an attempted insertion. The dilator length measured 100mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.9398mm, which is within the specification limits of 0.9144mm-0.9652mm per the dilator extrusion product drawing. A guide wire was inserted through the dilator tip. The functional end of the guide wire was able to pass with little to no difficulty; however, resistance was encountered as the location of the kinks on the guide wire. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was frayed and folded. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report that the defect occurred during use and the appearance of the damage, the root cause cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "on 14 sep 2024, the doctor found the dilator tip split and swg kinked during use on the patient." There was no harm for the patient. The user changed to a new set. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00967.